Event description:
It was reported that device return for the repair, the piece of blade/burr stuck in the motor. There is no patient injury.

Manufacturer narrative:
Device evaluated by MFR: analysis of received unknown bur of product ID "xom unk micdebbur" found visually, the inner shaft was dislodged and missing from the inner hub. There was deformation in the distal outside diameter of the inner hub which would have resulted in the reported event. The hub bushing was rough and worn and the hub seal was still within the proximal end of the hub but shows signs of wear. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. If information is provided in the future, a supplemental report will be issued.